Event description:
It was reported the patient received the following results within 15 minutes: (b)(6) .

Manufacturer narrative:
THE EVENT OCCURRED OUTSIDE OF THE UNITED STATES.WHILE THIS PRODUCT IS NOT SOLD IN THE UNITED STATES, IT IS LIKE OR SIMILAR TO A PRODUCT MARKETED IN THE UNITED STATES.